Manufacturer narrative:
Investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could not be confirmed as the screwdriver shaft was cracked at the proximal end of the shaft section. The shaft was not completely broken into two pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot1; product code 03.037.028, lot#: 9724394. Manufacturing site: (B)(4). Release to warehouse date: nov. 19, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during inspection at the warehouse the hexagonal flexible screwdriver tip was found broken. There was no patient involvement. This complaint involves one (1) device. This report is for (1) 5mm hex flexible screwdriver. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the 5mm hex flexible screwdriver (part #: 03.037.028, lot #: 9724394) was received at us cq. Upon visual inspection, it was observed that the screwdriver shaft was cracked at the distal end of the shaft section. The shaft was not completely broken into two pieces. Also, from the received picture, we can observe the shaft was cracked. No other issues were identified with the returned device. Dimensional inspection: the specified diameter of the shaft was measured which was within the specification as per the relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the manufactured and current revision were reviewed. Investigation conclusion: the complaint condition was confirmed as the shaft of the device was cracked. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. However, it is possible the device experienced an application of unintended forces, causing the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.